Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, low sample yield during sampling mode. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The hh8bex device was received in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cut as intended. The vacuum feature was also evaluated with no issues noted. The probe was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The surgeon was frequently using the esu (electrosurgical unit) pencil with a needle electrode during a surgical procedure. The needle electrode's insulation melted and became distorted at the end around the tip of the needle electrode. This occurred with two more needle electrodes of the same model during the procedure. The three electrodes that failed were from three different manufacturer lot numbers.